Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug with an unknown dose and concentration via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient was having issues with the pain pump. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-mar-30. It was reported that the patient first started experiencing issues with the pump on "probably (B)(6)(ish)." It was clarified that there was no change in therapy, and the pump stopped giving a bolus when they tried to get one. It was noted that the patient seemed to be getting his regular dosage, but couldn't have any extra. After three days of trying to get the machine to work, the patient reportedly noticed there was a small pin from the transformer stuck in the machine. It was noted that the patient got a new one the next day, and the issues with the pump were resolved.